Manufacturer narrative:
Additional information: embolic protection was not used. A 6fx45cm non-medtronic sheath was used. No resistance was felt during prepping of the delivery catheter and no leaks were observed from ports/balloon during prep. The balloon was inflated using a non-medtronic inflation device. Negative prep was performed. The device was safely removed from the patient. A pinhole leak was observed on the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an inpact admiral balloon to treat a moderately calcified non tortuous plaque lesion in the left proximal superficial femoral artery(sfa). The device was prepped as per IFU with no issue identified. It was reported that upon inflation, the balloon did not hold pressure. Thus, it was reported that the lesion was not treated for the required 3 minutes. A new device was used to complete the procedure. No patient injury was reported.